Event description:
A healthcare provider reported a sensor error message while the customer was wearing the adc freestyle libre 2 sensor. The healthcare provider reported the customer received unspecified third-party medical treatment; however, no further information has been provided at this time. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted if more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a sensor error message while the customer was wearing the adc freestyle libre 2 sensor. The healthcare provider reported the customer received unspecified third-party medical treatment; however, no further information has been provided at this time. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted if more information is obtained. There was no report of death or permanent injury associated with this event.